Event description:
It was reported that this pacemaker recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. Data analysis identified potential high impedance within the battery. Device replacement was recommended. The device will remain implanted, and the patient will be monitored at this time. No adverse patient effects were reported.